Manufacturer narrative:
Motor error alarm during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test and excessive no delivery test due to loose drive support disk. Unable to verify no delivery alarm due to motor error alarm. Motor passed motor test. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked lcd window, stained end cap sticker and stained address/serial number label.

Event description:
The customer reported via phone call that insulin pump had high blood glucose and insulin pump had insulin pump error as well as alarmed for no delivery. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.